Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the device appeared typical. The stapler was received with 6 staples remaining indicating that at least 29 staples were fired by the end user. In order to functionally inspect the sample, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple properly formed and released. The next 2 attempts had the same results. On the next attempt, no staple fired. The device was disassembled for further inspection. Upon disassembly, no defects or anomalies were observed with the components. Upon reassembly, the next staple improperly fired from the device. However, the last staple was able to properly fire. The stapler was unable to consistently fire staples properly. It could not be determined exactly what caused the staples to inconsistently fire. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. The stapler was unable to consistently fire staples properly. It could not be determined exactly what caused the staples to inconsistently fire. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "staple re-opens" was confirmed based upon the sample received. Upon functional inspection, the stapler was unable to consistently fire staples properly. Upon disassembly, no defects or anomalies were observed with the components. It could not be determined exactly what caused the staples to inconsistently fire. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. We will continue to monitor and trend on this issue.

Event description:
The clip is unable to nail on the skin.

Manufacturer narrative:
(B)(4). The device history review for the visistat 35w 6/box lot# 73k1900481 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The clip is unable to nail on the skin.